Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to site to test the equipment. Representative reported that a standalone and x-relay. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect standalone and x-relay have not been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that while outside of procedure, when performing gain calibration, the image acquisition system (ias) of the imaging system unexpectedly shutdown. Rebooting the acquisition system resolved the issue however when the x-ray was turned on, the acquisition system would not start operating. Rebooting the image acquisition system (ias) multiple times did not resolve the issue.there was no patient present at the time of the issue.

Manufacturer narrative:
Device evaluation: the standalone relay was returned to the manufacturer for evaluation and the reported issue was confirmed. The board passed the bench testing, however, the relay test failed as there was a short between pins 1 and 2. The returned fuse tested good and the varistor measured open. The cause of the reported issue was due to the short between the pins.